Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the lens was damaged (by the retractable tip of the injector) and the optical zone was scratched and the haptics were torn off. Patient experienced deterioration in vision and had incorrect optical zone. According to current information the patient is fine. An explant has been planned. According to the additional information received, the patient's lens was cut into 3 pieces using scissors under local anesthesia, followed by explantation of the lens through the original wound. Than a company replacement lens was implanted. Postoperatively there was a slight elevation of intraocular pressure (iop) and edema at the site of the surgical wound. The hospital is currently following up with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a damaged intraocular lens (iol); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received on 02-oct-2025, indicating that a crack was observed on the intraocular lens (iol) following implantation. It was reported that the damage occurred due to the injector during the implantation process. Additionally, the lens was found to be decentered.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.